Event description:
A double valve replacement surgery was performed on (B)(6) 2017 and a 25 mm masters series valve was implanted in the mitral position and no information was provided on what was used in the aortic position. On (B)(6) 2017, the patient was readmitted with breathing complications and after investigation it was found that the mitral valve was stuck. On (B)(6) 2017, the valve was explanted and replaced with a 27 mm cardia med b.v. Valve. The patient is reported to be stable.

Manufacturer narrative:
An event of "the mitral valve was stuck" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A double valve replacement surgery was performed on (B)(6) 2017 and a 25 mm masters series valve was implanted in the mitral position and a cardia med valve in the aortic position. The patient was maintained on anticoagulation after surgery with an inr of 3.5. On (B)(6) 2017, the patient was readmitted with breathing complications and after investigation it was found that the mitral valve was stuck. On (B)(6) 2017, the valve was explanted and replaced with a 27 mm cardia med b.v. Valve. The patient is reported to be stable.